Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is wearing the cartridge for longer than 72 hours with novolog insulin. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 72 hours with novolog insulin. Is off label per the user guide. Customer¿s blood glucose (bg) level was 400-500 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.